Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported that the patient will undergo a revision procedure due to the patient unable to deflate the device, pain and inflammation with an ambicor penile prosthesis (app). The app remains implanted and active. The physician was able to empty the device a little to reduce the inflation.